Manufacturer narrative:
(B)(4). Were not provided and are unknown. Additional PMA/510(k) number: k072642.

Event description:
It was reported that an abutment screw fractured within an integrated implant. The implant remained implanted.

Manufacturer narrative:
One certain® titanium large hexed screw was returned for inspection. A visual inspection revealed the screw fractured into 2 pieces. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes screw fracture and is considered a similar complaint. Appropriate documentation was reviewed. The complaint and malfunction was confirmed, as the screw had fractured. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated.

Event description:
There is no further event information at the time of this report.